Event description:
Reporter states that he has used the "floradil" inhaler on 2 separate occasions. Prior to its use, he had been using seravent diskus inhaler, but theydiscontinued the products' purchase. It was replaced by 'floradil'. Reporter states that there's a capsule that drops into the hand-held, t-prong needled device that perforates the capsule and a powdery substance then releases itself. The device capsule gets stuck somehow and releases capsular pellet forms that aren't filtered by the screen that's present and these fragments get inhaled inappropriately going into the lung. Reporter states he has contacted the pharmacy in regard to this /his conserns of the large particles being inhaled directly into the lungs. And he has attempted to contact the physician (prescribing) as well. As of yet no one has returned his call. Half of the time, the dispenser device portion doesn't work. He's been prescribed to use the device twice daily. He also states that the particles of concern aren't seen by the naked eye, but he is certain that it's a health hazard for them to be inhaled. And he feels the device needs to be replaced.